Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the back light functioning properly. However, the insulin pump was received with intermittent button response due to corroded keypad traces. The device was with minor scratched lcd window, cracked reservoir tube lip, and missing end cap sticker.

Event description:
It was reported by the customer that their insulin pump keypad was unresponsive to user inputs. Customer stated the down arrow button and backlight are not working. Customer stated they do not recall any significant events that lead to the event or if the device had been dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 140 mg/dl at time of reporting. Nothing further reported.